Event description:
Reported blood results of 170 mg/dl with a lifescan meter and 140 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strip and cleaning the puncture site were done correctly. Patient performed a control solution test, which passed. Based on the information provided, there is evidence of meter malfunction. However, there is no evidence that the patient suffered a serious injury. No new items are being sent to the patient.